Event description:
It was reported in israel, patient encountered accidental fell off, tubing caught on door handle and the site was pulled loose on (B)(6) 2026.

Manufacturer narrative:
E1: (B)(6) 2026. Name: medtronic minimed, country: united states of america, address ¿ line 1: 18000 devonshire street, city: northridge, state: california, zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.